Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that death occurred. In february 2013, the patient presented with silent ischemia and was taking aspirin and clopidogrel. Subsequently, percutaneous coronary intervention (pci) was performed. The totally occluded, de novo, concentric, type c, diffused over 2 cm target lesion was located in the bifurcation area of severely calcified proximal left anterior descending (lad) artery. The lesion was treated with pre-dilation and implantation of a 2.25x24mm promus element ¿ stent at 8 atmospheres. Post dilatation was not performed. The residual stenosis was 0% with timi 2 flow. Four days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient died of unknown cause.